Manufacturer narrative:
Per distributor the customer expected to return the fiber for analysis. As of 8/8/07 no device eval results are available and no conclusion can be drawn regarding root cause of the incident. A follow-up MDR will be submitted if lumenis obtains add'l info.